Event description:
The user facility reported a 64-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. While being placed under impella cp support, it was determined that the patient had bilateral calcified femoral arteries. As a result, the procedure was aborted due to the patient¿s anatomy.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through due to bilateral calcified femoral arteries as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.